Event description:
During an unrelated device replacement procedure, an infection was suspected. No explant was performed at this time. A system revision is anticipated but has not yet been performed. The patient was stable.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
D4 - primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained. The cause of infection could not be determined. The reported event will continue to be monitored and trended.